Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the physician connected the pacing leads to the implantable pulse generator (ipg) and the thresholds increased. Different instrument/programmer/external device were used and values returned to normal however and one day following implant, the thresholds problem persisted and the ipg was inactivated and replaced. No patient complications have been reported as a result of this event.